Manufacturer narrative:
Age/date of birth: the mean age at the time of surgery was 70.17 ± 7.47 years (median 71.5, range 55.0 to 87.0). Sex/gender: 74 eyes of 42 patients, 19 females and 23 males. Unknown/not provided. Per EU regulation (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: all surgeries were performed between (B)(6) 2018 and (B)(6) 2019. Implant date: n/a. Healon is not an implantable device. Explant date: n/a. Healon is not an implantable device; therefore, not explanted. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: the healon 5 pro units were not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records could not be reviewed as no lot number details were provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Citation: jascha wendelstein, peter laubichler, isaak fischinger, siegfried mariacher, sophie beka, anna mursch-edlmayr, rené siska, achim langenbucher & matthias bolz (2021) rotational stability, tilt and decentration of a new iol with a 7.0 mm optic, current eye research, 46:11, 1673-1680, doi: 10.1080/02713683.2021.1929329 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: rotational stability, tilt and decentration of a new iol with a 7.0 mm optic. A prospective study was done to evaluate rotational stability, tilt and decentration of a new monofocal intraocular lens (iol) with a 7.0 mm optic and frame haptics. A total of 74 eyes of 42 patients underwent cataract surgery and implanted with an iol aspira-axa (humanoptics). After a standard phacoemulsification procedure, the capsular bag was filled with a cohesive ophthalmic viscosurgical devices (ovd) with either the amvisc (bausch & lomb) or healon 5 (johnson & johnson). One eye experienced a slight iop spike following the surgery (23.0 mmhg). Intraoperative complications included one case where the capsulorhexis ran out and a brian little maneuver had to be performed, and another case with mild iris bleeding at the end of surgery. It is not clear if these complications occurred in the eyes administered with healon 5 (johnson & johnson)or the other product. A copy of the article is provided with this report.

Manufacturer narrative:
Corrected information: upon further review of the file, it was noted that this event is no longer reportable because the brian little maneuver is a surgical technique used prophylactically and is not classed as an intervention. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided section h6: health effect - impact code: 2199 - no health consequences or impact. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.